Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies.

Event description:
It was reported during an in-office interrogation, the nurse was unable to interrogate the impedance on the device. The device was replaced. No further patient complications were reported as a result of this event.